Event description:
It was reported the patient was experiencing heating at the ipg pocket while charging, and the area was red. The patient did not like the location of the ipg, due to the difficulty using the external devices. The patient was instructed to try charging more frequently and for shorter amounts of time. Follow up identified the heating issues was resolved with the suggested changes in charging. The physician asked the patient to acclimate to the ipg location and the charging process for the next six months. It was reported the patient had effective stimulation.

Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.